Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insects were found inside a homechoice cassette. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the customer did not confirm the exact location of the insects. Local quality found that the insects were outside the fluid path during their examination. The device was returned for evaluation. A visual inspection was performed and particulate matter was found outside the fluid path. Leak testing, clear passage test, clamp function testing and device-device interaction testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified however the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.